Manufacturer narrative:
According to the complainant the device will not be returned for investigation, as it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia, and ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp3a.251105.015 hardware: pixel 9 pro xl cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 400 mg/dl between 36 and 48 hours of wearing the pod. The patient stated the adhesive of the pod partially detached from their abdomen. To secure it, the patient applied a skin tag which did not solve the issue resulting in no insulin delivery and subsequent hyperglycemia. The patient removed the pod and administered 18 units of insulin using an insulin pen, then sought medical attention. The patient reported going to the hospital on (B)(6) 2025, and was admitted for approximately 4 days. The patient¿s symptoms included nausea, tiredness with no energy, vomiting, and feeling dizzy. The patient was diagnosed with ketoacidosis, risk of a heart attack and diabetic coma. The patient¿s treatment included magnesium, insulin, blood fluid therapy, sodium and potassium. The patient was discharged from the hospital on (B)(6) 2025.